Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. An insulin injection was administered to address BG. The customer acknowledged that the pump was functioning as intended.